Manufacturer narrative:
This device is used for treatment, not diagnosis. Investigation is on going; no conclusion could be drawn as no device was returned. Manufacturing documents were reviewed and no complaint related issues were found. Placeholder.

Event description:
Patient was implanted with anterolateral distal tibia plate with four locking screws and four cortex screws on unknown date. It was discovered on unknown date by unknown means that patient had developed non-union and the heads of four of the cortex screws had broken off. Patient was returned to operating room on (B)(6) 2013, for removal of all hardware. Patient was revised to competitors tibial nail. This is 1 of 2 reports for the same event, complaint # (B)(4).